Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level as the level did not exceed 500 mg/dl. Customer was assisted by technical support in resetting pump after a malfunction code appeared. The process was continued by another technical support team to ensure resolution.